Event description:
Two surgeons have reported pts that are experiencing dark shadows following intraocular lens (iol) implant surgery. Specific pt info has not been provided. The relationship between these events and the iols is not known. Additional info has been requested.